Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements for all shock vectors except rv coil to can. Technical services (ts) recommended defibrillation threshold (dft) testing. The field representative reprogrammed the shock vector rv coil to can. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.